Event description:
A male patient underwent aaa repair in 2009. The patient's anatomical form was suitable for endovascular repair, but it was reported that the proximal neck was a little irregular. The procedure was conducted as labeled. A final angiography revealed proximal type I endoleak. The physician additionally placed a palmaz large stent at the proximal neck. And then, it was confirmed that the proximal type I endoleak was resolved, but that type iii endoleak occurred (1820334-2010-00037) around from the z stent suture hole of the main body graft. In order to treat the type iii endoleak, the physician additionally placed a main body extension which resolved the type iii endoleak. The patient had no problems after the procedure.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. The repair was performed in 2009. The complaint correspondence indicated that the patient's anatomy was suitable for evar. Without images, we are unable to confirm the patient's suitability for evar or the reported irregular proximal neck. The anatomy of the proximal neck may have prevented proper sealing at the proximal neck, which can increase the risk of endoleak. The physician added that "it is considered that the proximal type I endoleak occurred since the proximal neck was a little irregular." The endoleak was resolved with the placement of a palmaz stent. The reported type iii endoleak is investigated under 1820334-2010-00037. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.